Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm after multiple complete set changes. The customer's blood glucose was 240 mg/dl at the time of incident. Customer reported that they received repeated insulin flow blocked alerts issue on going for 4 days now, had used 4 infusion sets and 4 reservoirs already, still getting the same insulin flow blocked alerts. The insulin pump will not be returned for analysis.